Manufacturer narrative:
Taper - rapidport ez strain relief. Device evaluation summary: a visual examination was performed on the returned, rapidport ez with strain relief only. The band tubing was separated past the port tubing ss connector. The strain relief was noted to be separate from the port housing, and was present on the port tubing near the ss connector. Scratches and needle mark were noted on the port septum and septum ring. Blue fluid was observed on the inner surface of the port septum. White, yellow, and blue particles were noted on the outer surfaces of the port, port base, anchor holes, and strain relief connector. A port leak test was performed, and leakage was noted from the port housing, to the left side of where the port housing adjoins to the strain relief connector. An air leak test was not feasible, as only the rapidport ez was received. A fill inspection test was performed, and no blockage was noted when colored di water was passed through the port septum and tubing. Under microscopic analysis, needle marks were observed on the port septum. Non-penetrating nicks/marks were observed on the septum ring, strain relief connector, and port base. Yellow particulate matter was noted to be present on the outer surface of the strain relief connector. Yellow particulate matter was observed to be present on the inner surface of several port holes. The band tubing was separated approximately 0.35 inches past the port tubing ss connector. The end of the band tubing was noted to have striated edges, consistent with a surgical end cut to remove the device. The strain relief was noted separated from the port at the strain relief connector. The end of the strain relief that was separated from the port was observed to have striated edges, consistent with damage from a surgical tool. Device labeling is addressed as follows: precautions: it is the responsibility of the surgeon to advise the patient of the known risks and complications associated with the surgical procedure and implant. Care must be taken during band adjustment to avoid puncturing the tubing that connects the access port and band, as this will cause leakage and deflation of the inflatable section. Failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening. A pocket must be created for the port so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing. The tubing path should point in the direction of the access port connector so that the tubing will form a straight line with a gentle arching transition into the abdomen. When adjusting band volume, take care to ensure the radiographic screen is perpendicular to the needle shaft (the needle will appear as a dot on the screen). This will facilitate adjustment of needle position as needed while moving through the tissue to the port. Failure to enter the port with the needle perpendicular to the port may cause damage to the access port and result in leaks. When adjusting band volume after the septum is punctured, do not tilt or rock the needle, as this may cause fluid leakage or damage to the septum. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Warnings: patients should be advised that the lap-band ap® system is a long-term implant. Explant and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: a patient with the lap-band system reported to have loss of restriction. A leak could not be diagnosed under x-ray. However, upon 3 times clinical volume checks indicated a loss of fluid. Physician decided to remove the port and during surgery found the leak at the connector point in the tubing. Port was removed and replaced.